Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer¿s comment that the programmer failed the finger touch test for cursor misalignment, as the finger touch option is not available in the installed software release version. The touchscreen was found to be functional with the stylus. Additionally, it was noted that the floppy drive was non-functional and unable to read any floppy disks. Both latches of the cord bay were broken, both upper bullets were missing, and the cooling fan was noisy. All found defective parts were replaced, and all other identified issues were resolved. The software was reinstalled and updated to the latest version, enabling the finger touch option. The finger touch option was tested and is working correctly. The programmer has passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed finger touch test for cursor misalignment. There was no patient involvement.